Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl and bupivacaine at an unknown dose and concentration via an implantable pump for spinal pain. It was reported that the patient was requesting a bolus and saw code 8286 - empty reservoir. It was confirmed a refill was missed because he had a hip replacement. The patient was now in physical therapy and "could really use the pump right now". No further issues were reported or anticipated.